Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of over 400 mg/dl on (B)(6) 2017. Customer reported that the cannula was bent which causing under delivery. Customer stated they were not wearing insulin pump for less than 48 hours at the time of hospitalization. Insulin pump will not be return for analysis.